Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor-service code(s)/wrench code(s)) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was a shorted u409 can transceiver on the computer/analog board was shorting the 5v wire. The root cause for the shorted u409 transceiver could not be positively identified. No adverse event resulted from the damaged monitor.